Event description:
There was a damage in the chiller 2 of equipment laser system. We are unaware about patient injury.

Manufacturer narrative:
The damage was in the water inlet connector on the back of the chiller, it broke from the connection base. After the replacement of the connector, the chiller and the laser system returned to correctly work. We are unaware about patient injury.